Event description:
The user facility in japan reported an 80-year-old male with cardiomyopathy was to be implanted with an impella cp for mechanical circulatory support. It was reported the physician failed to insert the pump due to patient anatomy issues and the pump delivery was aborted. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the reported delivery issue has been completed since the original report was filed. No product was returned. The root cause of the delivery issue was most likely patient condition related.